Event description:
The patient was feeling hypoglycemic. Pt was cold, clammy and almost convulsive. Pt tested her blood glucose on the suspect device and it was 234 mg/dl and 282 mg/dl. Pt's spouse gave hre orange juice and glucagon shots. The paramedics were called and they tested pt's blood glucose on their device and it was 39mg/dl. They did not give pt any treatment. Glucose controls were tested on the suspect device and they were out of specifications.